Manufacturer narrative:
This is one event (death) for the same pt involving three separate products: associated MDR # 1225714-2013-01425, 1225714-2013-01426.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.